Manufacturer narrative:
No parts or files have been received by the manufacturer. The software investigation found that at least three documented attempts were made to retrieve log files with no additional information made available.

Event description:
A site representative, registered nurse, reported that, while in a cranial procedure, the system positioning sensor unit (psu) was beeping/cycling and a "s7 localizer is not plugged in" error message displayed. This occured after patient registration, and prior to any incision being made. The software was re-started and the camera and system functioned properly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
After re-booting the system while in the case, there have been no further issues reported. Software investigation has not been completed at this time.